Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-08623. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.00 flextome cutting balloon was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured at 6atm on the first inflation. Another 10/3.00 flextome cutting balloon was used but, it also ruptured at 8atm on the first inflation. Both balloons were completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR. Device was returned for analysis. A microscopic examination of the balloon found a pinhole rupture at 1mm distal from the distal edge of the proximal markerband. Blood was visible in the balloon which is consistent with a device leak. No damage was observed to the blades or the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-08623. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured at 6atm on the first inflation. Another 10/3.00 flextome¿ cutting balloon¿ was used but, it also ruptured at 8atm on the first inflation. Both balloons were completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.